Manufacturer narrative:
Photographs of the device were taken before it was discarded. The foreign distributor reviewed them and noted a worn surface whose probable cause was insufficient intervertebral space so the cage was forceably inserted and the resulting impaction caused the break. The photographs were also examined as part of our investigation which noted worn teeth indicating that the foreign distributor's assessment of insufficient intervertebral distraction is plausible. However, information is still insufficient to determine the exact root cause.

Manufacturer narrative:
The device history was reviewed and showed the device was manufactured according to the specification. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
When the surgeon retrieved the cage from the intervertebral space, it was broken in two pieces. The surgeon indicated he may have used too much force or the direction was wrong.